Event description:
During a routine follow-up, noise was found on the ventricular channel via review of egm. No hv therapy was delivered. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.